Manufacturer narrative:
The relevant retention strips (lot 474129) were tested for accuracy. The retention material meets specifications.

Event description:
The caller reported that the following results were received on (B)(6) 2015. At 6:05 am using the inform ii system 1 (serial number (B)(4)) a blood glucose of 19 mg/dl was obtained. Using the same system blood glucose values of 25 mg/dl and 48 mg/dl were obtained at 6:07 am and 6:09 am respectfully. A lab was drawn at 9:54 am and was reported out as 42 mg/dl. The neonate was fed breast milk in between the value of 48 mg/dl from the meter and the 42 mg/dl from the lab. Another lab was drawn at 10:21 am and was reported out as 61 mg/dl. At 11:09 am a meter result of 41 mg/dl was obtained from the inform ii system 2 (serial number (B)(4)) while a result of 71 mg/dl was obtained from the inform ii system 2 at 11:16 am. Later in the day on the inform ii system 2 results of 41 mg/dl and 42 mg/dl were obtained four minutes apart. At 4:30 pm another lab was drawn and it was reported out as 49 mg/dl. It was reported that the only actions taken were to continue to perform tests and get labs drawn. There were no changes to any vitamins or supplements and no medications were given. It was also reported that there was no changes in any food or drink. The neonate was later discharged in stable condition with his mother. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. It was unknown if the same vial of strips was used during all of these tests. This medwatch is for the results taken on the inform ii system 1. Please reference the medwatch with (B)(6) for the inform ii system 2.